Manufacturer narrative:
Occupation is lay user/patient the customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device's has a very dim display and has missing segments in the results field. No actual misinterpretation of a result occurred.